Manufacturer narrative:
Insulin pump passed the rwind, basic occlusion, prime and displacement tests. The device was received stuck in the motor error loop during bolus/basal delivery. The motor was tested oustside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was malfunctioning and alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.